Manufacturer narrative:
H10: the device was submitted to bench for evaluation. A manufacturer's product support engineer (pse) tested the device and reported the backup alarm failure could not be duplicated in testing. The device was run for several days with many restarts without issue. The pse advised the customer and recommended replacement of the motor control (mc) printed circuit board assembly (pcba). The investigation is ongoing.

Manufacturer narrative:
The product support engineer (pse) replaced the motor control (mc) printed circuit board assembly (pcba) once customer approval was received. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer, reporting a backup alarm failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm or patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed diagnostic code 1104 in the device event log, which indicates a backup alarm failure. The rse advised the customer the manufacturer recommendation is replacing the motor control (mc) printed circuit board assembly (pcba), the central processing unit (cpu) pcba, or the power management (pm) pcba, attempting each in the given order to isolate problem source. After further investigation, the bme reported the issue persist after replacement of the mc pcba. The bme requested and was provided the part details for a cpu pcba replacement order.